Event description:
Surgical procedure: laparoscopic cholecystectomy. Discovered by m.d. That towards the end of the case, prior to closing, a small part where sutures would be used to anchor hassan came off. Incident did not have any negative impact on procedure or any harm to patient.